Manufacturer narrative:
The investigation for the reported access site bleed has been completed. The device was not returned for evaluation. The cause of the access site bleeding cannot be determined since the product was not returned and insufficient clinical information was provided. Instructions for use for the related event are as follows: ¿potential adverse events (united states) acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and vascular injury.¿ ¿assess access site for bleeding and hematoma.¿ ¿remove the peel-away introducer completely from the artery over the catheter shaft to prevent trauma and significant bleeding and apply manual pressure above the puncture site.¿ this report is being filed as part of a retrospective review of historical records.

Event description:
The user facility reported a 47-year-old male in acute myocardial infarction/cardiogenic shock was implanted with an impella cp device for mechanical circulatory support. The patient experienced a large hematoma at the access site during pump explant. A surgical cut-down, repair, and closure were performed on the site as a result of the condition.